Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was pt stated that they couldn't get the thing to work. Agent asked the pt for clarification. Pt described going through passive recharge for like an hour trying to recharge the implantable neurostimulator (ins). Agent asked the pt when it was that the ins was last successfully charged; pt said that it was about three weeks ago. Pt said that they were currently trying to recharge the ins and they were in passive recharge. Pt saw the trying to recharge screen with the numbers as 80 99 99. Pt confirmed that the controller light was flashing green. Pt said that they reset the controller and tried passive recharge for over an hour, however they would just get an orange light with unable to recharge displaying. Agent reviewed. The external equipment was working as intended; however, the ins was not accepting the charge. The issue was not resolved. Agent redirected pt to healthcare provider (hcp) to further address the issue. Agent also advised the pt that a message would be sent out to the local manufacturer representatives (rep) requesting contact; however, agent did not promise a time-frame on a response. When asked for the event date, pt said that it was about three weeks ago. When asked for managing hcp, they went through the va for pain management. Pt noted that the va wanted to put a completely different device in them that was a different manufacturer.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5, h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing rep called with patient present, stating that they are still not able to get their ins past a passive recharge screen. Rep states they have been sitting for about 5 minutes with low number of 74, middle 98 and high of 100, followed by unable to recharge screen. Rep states the ins is not too deep. Agent sent request to repair to replace the recharger, as when the rep pulls it away from the patient, the numbers do not decrease below 70. They also note the recharger is worn. Manufacturing rep called and said the recharger replacement did not resolve the issue. Pt still cannot progress out of passive recharge mode and is getting the "cannot charge device" message after passive recharge mode times out. A replacement controller was sent out.